Manufacturer narrative:
The solenoid has an opening causing continuous water flow. Water control knob on handpiece cable is damaged. Foot control has exposed wires. Cover is cracked. Dirty water filter. Could not replicate the complaint of handpiece getting hot. Recommend checking inserts for clogging/damage as this could be causing the issue.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g124 scaler, the insert tip was getting hot; no injury resulted.